Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity) while attempting to run a loaded set. A review of event history log revealed occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream thermistor is reading a lot higher which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.